Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) for presyncope issues. The device was interrogated. It was discovered that the device went into safety mode. The patient was admitted. A generator changeout will be scheduled. The device remains in use. No adverse patient effects were reported.